Event description:
It was reported that in (B)(6) 2011, noise was observed. Review of the x-ray revealed externalized conductors between the rv and svc coil. Lead measurements were stable over time since implant. The lead was capped.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Correction - serial number previously reported as (B)(4) on (B)(4) 2012 submission. This report notes the correct serial number.